Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that a intellanav stablepoint open-irrigated was selected for a atrial fibrillation ablation procedure. During the preparation of the catheter while flushing was performed. The saline was blown out only from 5 irrigation holes. Flushing was performed again through manual pushing, but it did not change. The catheter was exchanged and the procedure was completed with no patient complications.